Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was found to have a physical damage on the insulation. The same right atrial (ra) lead was used since numbers were fine. The lead remains in service. No additional adverse patient effects were reported.